Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the charging failure was due to a defective internal battery. The internal battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. The device evaluation was not able to reproduce the reported device charging failure and there was no fault found with the returned device. Review of the device data logs revealed that the battery charge was decreasing despite the device being connected to the main ac power, however, the issue seemed to have been resolved when the device was rebooted. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the device charging failure was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient injury reported as a result of this incident.